Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:product analysis determined that both the patient output connectors were cracked. The lower case was cracked and sticky. The upper case was also broken (fixation). The batteries were sticky and polluted. A new lower and upper case were placed with a modified keypad, a new patient output connector was placed, the keypad was inspected. There were no pinched liquid crystal display wires / insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.